Event description:
It was reported that during a stenting treatment procedure, a balloon deflation issue occurred. Vascular access was obtained via the left femoral artery. The 75% stenosed target lesion was located in the mildly tortuous and mildly calcified right iliac artery. A .018 300 thruway guide wire was placed at the target lesion. A 8.0 x 40/135 sterling otw balloon catheter was advanced to the target lesion and inflated to nominal rated burst pressure (rbp) for approximately 30 seconds. Upon deflation the balloon would not deflate. Attempts to deflate with a encore deflation device and a syringe were unsuccessful. The sterling balloon had to be inflated above rbp to 22-24 atms, approximately 15 seconds, two times before a balloon burst would occur to allow device removal. The sterling otw balloon catheter was removed intact. No additional actions were taken. No further patient complications were reported and the patient's status is listed as fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was not received for analysis; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).